Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unresponsive. Customer's blood glucose was 220 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
On april 25, 2023, distributor provided the following information: pump was received and after plugging pump into a usb cable via a wall outlet, the pump turned on and battery charged. There were no alerts or alarms in pump history that would indicate a pump failure.